Event description:
Healthcare professional reported the valve was replaced during the implant procedure due to intermittent impingement. No add'l info was provided. Valve will be returned for eval. Add'l info has been requested.